Manufacturer narrative:
Samples were not received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The reported lot was manufactured in (B)(6) 2021. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine a root cause. A corrective action is not applicable at this time. If a sample is received at a later date, this complaint will be reopened for further investigation. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported that the doctor has advised the electrode gives the incorrect reading and is causing an interference on the ECG that looks like atrial fibrillation. There was no patient injury.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.